Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Off-site hybrid analysis confirmed the reported telemetry failure. When the battery was disconnected, and the device was powered up using an external supply, telemetry was functional. The telemetry failure had cleared. The analysis was terminated since the telemetry failure had cleared and could not be reestablished. The cause of the failure was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to send a remote transmission from the implantable pulse generator (ipg). Multiple transmission attempts were made using multiple monitors, all of which were unsuccessful. Further troubleshooting was attempted using multiple programmers, all of which failed to obtain telemetry. The patient was monitored using an external ECG, and the ipg was found to be pacing appropriately, and would respond accordingly when magnets were applied. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.